Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the stent delivery system was difficult to remove. The target lesion was located in the carotid artery. A wallstent self-expanding was selected for treatment. During the procedure, there was no problem deploying the stent. However, after the stent deployment, it was noted that the stent delivery system was difficult to remove. As a result, the stent delivery system was forcefully pulled out of the patient's body. The procedure was successfully completed with this stent. There were no patient complications as a result of this event.

Manufacturer narrative:
Correction to field d1: brand name from wallstent endoprosthesis with unistep plus delivery system to carotid wallstent. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the stent delivery system was difficult to remove. The target lesion was located in the carotid artery. A wallstent self-expanding was selected for treatment. During the procedure, there was no problem deploying the stent. However, after the stent deployment, it was noted that the stent delivery system was difficult to remove. As a result, the stent delivery system was forcefully pulled out of the patient's body. The procedure was successfully completed with this stent. There were no patient complications as a result of this event.